Manufacturer narrative:
Surgeon believes the pt was non-compliant and that the fractured femur is probably the result of some trauma. X-ray image of the fractured femur was provided to omnilife science.

Event description:
Original surgery was carried out on (B)(6) 2010. The pt came into the ER at (B)(6) on (B)(6)2010. The pt's knee was swollen, but the pt stated that she did not fall. According to the pt, the event took place when she went to sit on the toilet without a hip seat and heard a "crunch". Surgeon believes the pt was non-compliant and that this is probably the result of some trauma. Revision surgery was completed on (B)(6) 2010 with no complications.